Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient experienced never having therapeutic effect (<(><<)>50% therapy relief) and stimulation in the wrong location from their implantable neurostimulator (ins). Specifically, the patient had a band of uncomfortable stimulation around the upper abdomen and stomach area. Diagnostics and troubleshooting performed included impedance testing (which were normal), reprogramming, and x-rays. The x-rays showed that lead component had migrated toward the head at least one vertebral body. A revision procedure was to be scheduled for the patient. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.